Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against serters.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 101 mg/dl at the time of the call. The customer stated that they tried to insert the sensor but sensor remained in the pedestal. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.